Event description:
It was reported that a balloon rupture occurred. A 10mmx3.00mm wolverine coronary cutting balloon monorail was selected for use. During the procedure, the balloon ruptured at 3 atmospheres upon first inflation. The procedure was completed with another of the same device. No complications were reported.